Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A coordinator reported that during an intraocular lens (iol) implant procedure, the patient's bag broke and the lens was removed from the eye. Another iol with a different diopter was used to complete the procedure. Additional information has been requested.